Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. (B)(6). Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 13/jun/2026 against "lot number" "5368864" and similar malfunction codes: insertion site egress - significant wetness / pooling. Leakage from infusion site (cannula base part/cannula) (specific cause not identified). The review confirmed that lot 5368864 and the identified failure mode are not associated with any nonconforming reports or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 13/jun/2026 against "lot number" criteria equal "5368864" and similar malfunction codes: insertion site egress - significant wetness / pooling. Leakage from infusion site (cannula base part/cannula) (specific cause not identified). The number of complaints are 2. The complaint number are complaint: (B)(4). Device history record review: the lot 5368864 was manufactured according to the work instruction version 18 and manufactured in the machine /line: l2 inset 30 on 25/nov/2021 with a total of (B)(4). Sub-assembly: bag sealing: the lot 5369155 was manufactured according to the work instruction version 25 and manufactured in the machine / line: l13010, on 22/nov/2021, with a total of (B)(4). The lot 5345239 was manufactured according to the work instruction version 55 and manufactured in the machine / line: l13010, on 25/nov/2021, with a total of (B)(4). Sub-assembly: tubing gluing: the lot 5372410 was manufactured according to the work instruction version 50 and manufactured in the machine / line: sc07, on 20/nov/2021, with a total of (B)(4). The lot 5369152 was manufactured according to the work instruction version 50 and manufactured in the machine / line: sc07, on 20/nov/2021, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in (B)(4) on 01/nov/2021. Work instruction - guidance for visual testing for complaints area version 3, 10 samples tested and 10 passed visual inspection. Work instruction - guidance for functional testing 1 air flow test and testing 2 air leak test for complaints area version 2: for code: insertion site egress - significant wetness / pooling. All test results were within specification as documented in (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Corrective and preventive action determination = no corrective and preventive action required. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that there was leakage at site and they experienced severe hyperglycemia with 0.2mmol/l ketones (bg 30 mmol/l) and corrected manually with 5 units of insulin on (B)(6) 2023.